Manufacturer narrative:
The customer reported that the multigas unit gave a "gas device error" during a case. The customer also reported that they swapped the sampling line and the water trap in response to this error, but the issue persisted. No patient harm or injury was reported. The customer would like to send the unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit gave a "gas device error" during a case.

Event description:
The customer reported that the multigas unit gave a "gas device error" during a case.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020 customer stated gas unit gives "gas device error" message. The issue is consistent with gas sensor needing replacement. Investigation summary: information necessary for investigation was not available, specifically: · water trap replacement frequency · gas settings on bedside monitor. For example, if the screen layout on the bedside monitor is set to fixed mode, are the parameter settings properly configured? · verification of proper connection for the water trap and sampling line · are the gas units positioned at a permanent location or frequently moved? · if frequently moved, is the multi-link connection cable next to the grounding terminal securely seated with two screws tightened? · are there any bents on the exhaust gas tube? · does the bacterial filter, where the exhaust tube is connected to, conform to 0.2 micrometer pore size? · are the units stored in high humidity locations? · is there adequate space behind the unit for the fan to operate properly? · are there any units placed vertically? If so, did customer orientate the water trap according to manual's instruction? Service manual for gf-210r/220r, second edition, printed 2012/09/21 includes the following selected items: general handling precautions: · instrument must receive expert, professional attention for maintenance and repairs. When the instrument is not functioning properly, it should be clearly marked to avoid operation while it is out of order. · instrument and parts must undergo regular maintenance inspection at least every 6 months. · if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. With little information provided regarding customer's maintenance of the device, the root cause of the sensor failure could not be determined. Due to the low occurrence rate and age of these device, further action is not warranted.